Event description:
It was reported that the system 6800 displayed the error message "generator fault" which the system could not recover from through reinitialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The monoblock was found to be defective and was replaced. It was also found that a handle of the c arm lock was defective and was replaced. The system was tested and found to be working as intended and placed back into service.